Event description:
An optometrist reported a patient with a corneal abrasion on the left eye five days following photo refractive keratectomy (prk). The bandage contact lens was replaced with a new bandage contact lens. The patient reported blurry vision. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).